Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a pump exchange due to thrombus ingestion. Log files captured low flow events starting on (B)(6) 2025 at 10:56 and was filled from that timestamp. Additional information provided noted that nothing went through the pump. The outflow graft was exchanged due to being full of clot. Coagulation studies showed the patient was heparin-induced thrombocytopenia (hit) positive on the day of the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of ingested thrombus. Although a specific origin of the observed thrombus could not be conclusively determined, the depositions likely would have contributed to the sudden decrease in pump flow, which was confirmed through the evaluation of the submitted and retrieved log files. (B)(6) was returned assembled with the pump cable severed approximately 8.0¿ from the pump header. The distal portion of the pump cable was returned in two additional segments: a middle segment measuring approximately 13¿ and a distal segment (including the inline connector) measuring approximately 4.5¿. The modular cable was not returned. The outflow graft was returned detached from the pump cover outlet port, with the outflow graft bend relief returned detached from the graft hardware. The cuff lock had been disengaged prior to the pump¿s return for evaluation, and the apical cuff was not returned. Upon disassembly of the returned device, a red, tissue-like deposition was found occluding the pump outflow. Additionally, a red, tissue-like deposition was found occluding the eye of the rotor and partially extending into the rotor vanes. The structure of the two thrombi as well as the lack of adherence to the pump surfaces suggests that they likely did not form in the pump outflow or rotor; however, the specific origin of the thrombus could not be conclusively determined through this evaluation. Examination of the remaining blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the left ventricular assist device (lvad) event and periodic log files retrieved from (B)(6) revealed an abrupt decline in pump flow to 0 liters per minute (lpm) on (B)(6) 2025. These findings appeared consistent with the reported event and the finding of an occlusive deposition within pump outflow as well as in the eye and vanes of the rotor. Despite the observed decreases in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. Upon removal of the depositions, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was unknown whether there were any changes to patient condition or anticoagulation status that may have contributed to the event. There were no recent changes to pump parameters. An echocardiogram and computed topography angiogram (cta) were performed. The thrombus resolved with the exchange.